Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported to philips that the system was not switching on. The philips field service engineer (fse) inspected on-site and was not able to reproduce the issue during the visit. The fse switched the system off and on multiple times. Afterward, the fse checked all functionalities of the system, and the system was working properly. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.